Manufacturer narrative:
Covidien reference number: (B)(4). A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The unit passed all required tests. Conclusion: no fault found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of inspection after 10000 hour maintenance, the technician turned the device on/off repeatedly for several times in order to check the function. Then the display blacked out and an alert was generated. No error code was available due to blackout display. There is no reported patient involvement associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.